Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported by the affiliate that during a gastric bypass procedure, the white loads failed in the firing, incomplete stapling. Patient conditions were normal. Unknown how case was completed. There were no adverse consequences for the patient.